Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. The customer replaced the power supply and the device passed testing. The unit was returned to service. No other anomaly was reported. The v60 power supply was returned for analysis. Visual inspection of the part revealed no evidence of damage or contamination. During debugging, found q9 (transistor) leads drain -source is shorted and found f1 fuse opened, no further investigation required. The customer complaint was verified. It was determined that the shorted q9 and open f1 fuse created the 0-volt output. The power management (pm) pcba from the device was also received in the failure investigation lab. Visual inspection of the part revealed no evidence of damage or contamination. The power management (pm) pcba was tested, and no failures were identified.

Manufacturer narrative:
Date of report: 28jun2021.

Event description:
It was reported to philips that the device had a power failure. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.